Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a procedure in the pancreas, performed on (B)(6) 2022. During the procedure, when the physician opened that package, it was noted that the stent had a slight bent. When the physician inserted the pusher, it could not be inserted easily and when it was removed from the patient, the bent became more noticeable. Another advanix pancreatic stent of a different size was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.